Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. The field service engineer (fse) performed battery tests per philips' manual. The backup battery should be measuring at least 22.3v after 5 minutes of running on backup battery power. Battery measured 20.9v after 5 minutes of running on backup battery power. Informed customer of backup battery not passing test per philips' manual. Instructed customer to contact supply line to order backup battery and left supply line number with customer. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer requests battery check to see if backup battery is functioning properly. No patient/user harm reported. The event date was not specified; estimate used.